Event description:
Report received from the USA stating that the device does not function. The device was not being used during surgery it is unk if there were any pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).